Event description:
In 2005, a clinical incident involving a chondral pick 45 degree was reported to arthrocare corporation. During an arthroscopy procedure of the hip, the tip of the chondral pick was reported to have detached while performing a microfracture and remains in the patient's joint. The detached tip could not be retrieved. No reported patient injury.